Event description:
Sterile 8f suction kit opened in preparation for suctioning of endotracheal tube (ett) and a hair was found in the packaging on top of the sterile gloves. New suction kit obtained, contaminated kit retained for investigation.